Event description:
It was reported that the insulation of this right ventricular (rv) lead was cut during hematoma evacuation. The lead was repaired using a repair kit. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.